Manufacturer narrative:
Device is a combination product. (B)(4. Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that stent damage occurred. A 2.50x38mm synergy drug-eluting stent was selected to treat the lesion. However, during preparation, as the physician was putting the device over the guidewire, it was noticed that the stent struts were deformed. No patient complications were reported.